Event description:
Revision surgery - the surgeon performed an irrigation and debridement of a total knee arthroplasty with a polyethylene exchange.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery was performed on (B)(6) 2004. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the insert were examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25-40 kgy and was within its expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection, pre-existing conditions of the patient, or any activities the patient may have been involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.